Manufacturer narrative:
Investigation - evaluation: a review of the specifications, quality control data, manufacturing instructions, device history record, visual inspection and functional testing of the returned device were conducted during the investigation. One device was returned for investigation. The device was returned with the handle in the open position and the basket formation in the closed position. The collet knob was tight and secure. The male luer lock adapter (mlla) was tight. A visual examination noted kinks at 54.5 cm and 89 cm from the distal tip. A functional test determined the handle does not actuate the basket formation. The handle was disassembled. The support sheath and the basket sheath were found to be adhered. With force, the basket formation could be manually actuated. The handle was reset and reassembled, and when the handle was actuated the basket formation opened and closed. Additionally, a document based investigation was performed. A review of the device history record showed two nonconforming events; however all nonconformance's were scrapped prior to completion of the final lot. It should be noted there were no other reported complaints for this lot number. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. However, measures have been initiated to address this issue. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The area representative reported, prior to usage, the nurse tried to open the basket before placing it into the scope. The handle was faulty and therefore the device could not be used. The device was put aside and a new one opened to complete the procedure. No additional procedures were required due to this occurrence. There were no adverse effects or consequences to the patient as a result of this device issue.